Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the nurse manager of ccu that there was a balloon rupture during intra-aortic balloon (iab) catheter therapy. The 40cc 7.5 fr linear balloon was inserted in the cath lab at 12:57 on (B)(6). On (B)(6) at 10:17 the balloon was noted to be ruptured and removed and discarded. There was visible blood in the tubing. There was also an alarm generated "low helium". There was no harm or injury to the patient.